Manufacturer narrative:
Correction: no difficulties were noted during inflation of the device. Deflation difficulties were noted after the first inflation. It was not difficult to remove the protective sheath or the packaging stylette. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc euphora coronary balloon experienced balloon deflation difficulties and was slow to deflate at the lesion site. The balloon eventually deflated with time. The lesion being treated was non-tortuous, moderately calcified, with 70% stenosis in the proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative prep was performed with no issues. Resistance was not encountered when advancing the device. Excessive force was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex b <(>&<)> d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.